Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 470 mg/dl. The customer's wife treated the customer using the bolus wizard and gave him 8.75 units. She stated that the blood glucose reading lowered to 350 mg/dl. The caller was assisted with understanding the bolus wizard and active insulin. No device malfunction was observed, and the caller declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.